Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 11, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint folding carton and complaint sterilization pouch were received. Visual inspection under magnification revealed that the complaint folding carton was received with the white seal broken. Inspection of the exterior of the folding carton further revealed damage. The sterilization pouch was inspected and, no issues could be identified with the pouch. He complaint issue sterility assurance concerns was not confirmed. The complaint issue of packaging issues was identified during product evaluation, however, because there were no photos of the shipping box it cannot be determined if there was an issue with the shipping carrier (i.e. Fedex, dhl) or distribution center. Per johnson and johnson procedure, folding cartons are individually inspected in manufacturing prior to movement to the distribution center and are individually inspected in the distribution center prior to placement in the shipping box. As a result of the investigation there is no indication of a product quality deficiency. Attempts were made contacting the customer for additional information and requested for photographs of the shipping box; however, to date no response has been received. Corrected data: in review, it was noted that "g4 -combination product" field inadvertently was left blank and not populated in the initial MDR report. In review, it was also noticed that the component code "4747" for the "packaging issues" was inadvertently not entered in the initial MDR report. The information has been captured in this supplemental MDR report and the following field was updated accordingly: section g4: combination product: no. Section h6: component codes: 4747 - packaging. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, no patient contact with the product. If explanted, give date: not applicable, no patient contact with the product. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the inner box received damaged, and the seal of the intraocular lens (iol) box was broken. The issue was noticed upon opening the package and there was no patient contact with the device.